Event description:
It was reported that during bone biopsy procedure, black dust was allegedly came from a connection hub during drilling on patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one quick connect hub was returned for evaluation. During visual evaluation, quick connect hub was received without the sterile sleeve and appeared to have dust particles around, and in, the inner side of the quick connect hub. No other anomalies were observed to the device. The quick connect hubs were further analyzed via computed tomographic scan and imaging to further investigate the alleged dust particles. The computed tomographic scan did not show any area significantly worn from the interaction of the components. Additionally, it was determined that the black dust was the same material as the quick connect hub, a known material used in the build of the device. Based on the returned sample evaluation, the investigation is confirmed for the reported device contamination (black dust) as the device was received with dust particles. Therefore, a definitive root cause for the reported black dust could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a bone biopsy procedure, black dust allegedly came from the connection hub while drilling on patient. There was no reported patient injury.